Event description:
It was reported that the user tripped and fell, after which the ilet insulin pump struck the ground and broke, and the user left the device at the location of the fall. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included customer interview. Investigation of this case revealed device damage following an external impact event. It was concluded that the device broke due to physical damage, not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.